Manufacturer narrative:
Correction manufacturing date was reported initially as (B)(6) 2007 however, the manufacturing site reported the date as only 2008. Placeholder.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had initial surgery in 2005. Patient had a flap lift enhancement on (B)(6) 2018 and presented on (B)(6) 2018 with epithelial ingrowth in both eyes (ou). A flap lift and rinse was performed. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient reported that the eyes were comfortable. Patient reported symptoms are not interfering with daily activities. The patient's symptoms resolved on (B)(6) 2018. Bcva from (B)(6) 2005; right eye pre-op 20/15, 2.00 x -.75 x 165; left eye pre-op 20/20, 2.00 x -1.00 x 6. Bcva from (B)(6) 2018; right eye post-op 20/20, 2.25 x -.75 x 0; left eye post-op 20/20, 1.00 x -.25 x 170. This report is for the femto laser equipment. A separate report will be submitted for the visx laser equipment.